Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Visual inspection and functional testing could not be performed due to the products not being returned as they remain implanted. The patient has followed up with an ent specialist and has had multiple CT scans and medications prescribed to treat multiple sinus infections. The patient also reported having sinus blockage, hashimoto's, an abnormal heart rate, and material sensitivity. However, no additional materials were provided in the form of x-rays, CT scans, physician reports, etc. To substantiate these complaints; the patient has not reported having testing to determine material sensitivities. Therefore, they cannot be verified and the most likely underlying cause is related to pre-existing patient condition. In spite of the follow up with the ent specialist, there has been no revision performed or scheduled. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2017-00872-1, 0001032347-2017-00873-1, and 0001032347-2017-00875-1.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical product - zimmer biomet tmj right mandible catalog #: 24-6545, lot #: 458540b, zimmer biomet tmj right fossa catalog #: 24-6562, lot #: 478190b, zimmer biomet fossa screw catalog #: 99-657,7 lot #: ni. Therapy date - (B)(6), 2013. (B)(4) nasal obstruction for the reported symptom of sinus blockage; (B)(4) thyroid problems for the reported symptom of hashimoto's thyroiditis; and (B)(4) infection for the reported symptom of sinus infection. Customer has indicated that the product will not be returned to zimmer biomet for investigation, it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2017-00872, 0001032347-2017-00873, and 0001032347-2017-00875.

Event description:
The patient reported that since the parts were implanted she has experienced swelling on the right side, multiple sinus infections, hashimotos, sinus blockage, and abnormal heart rate (down to the 30's). She stated that she believes that these issues are related to the tmj surgery and she feels that the size of the implants may have been too large. Additionally, she stated that she is concerned that some of her symptoms may be due to a sensitivity to the material. The patient reported that she is seeing an ent specialist and confirmed that she has not had a revision and no revision is planned. She stated that she has had multiple CT scans and medication for the sinus infections. No additional patient consequences were reported.